Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient remains in the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - 09/2009 (reuse). Electrode belt (B)(4) - 01/2014 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Rapid atrial fibrillation contributed to the false detection. It was reported that the patient was walking to the bus stop after dialysis when she was inappropriately defibrillated. The patient returned to dialysis center and paramedics were called. The patient was taken to the hospital. The response buttons were not pressed during the entire event. The patient continues to wear the lifevest.